Event description:
The patient was enrolled in the heal-laa study on (B)(6) 2023 with patient identifier 0801laa011. It was reported that a transient ischemic attack occurred. On (B)(6) 2023, the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 40 mm watchman flx pro laac device with complete laa seal and deployed device diameter of 31 mm. On (B)(6) 2024, 363 days post index procedure, the patient experienced a transient ischemic attack (tia). The patient was not on any antiplatelet or anticoagulant medication. The patient was admitted to the hospital for further evaluation and treatment. Brain imaging, computed tomography (CT) scan and echocardiogram was performed as diagnostics.